Manufacturer narrative:
The hcp reported that during the insertion procedure on (B)(6) 2026, the sensor (B)(6) was inadvertently soaked in chlorhexidine solution for approximately five minutes instead of sodium chloride saline prior to implantation. The sensor was inserted into the user before the error was recognized. Following consultation with the chief medical officer of senseonics, it was recommended that the user contact their hcp for evaluation of the insertion site for any potential effects related to the sensor's exposure to chlorhexidine and to assess the need for any further action. At the hcp's office, the insertion site was inspected, which appeared normal with no signs of redness or discharge. Review of sensor data indicated that the sensor continued to function as expected, and the user reported no pain or discomfort at the insertion site. The reported event was attributed to a procedural error involving the accidental exposure of the sensor to chlorhexidine prior to insertion. There is no evidence of device malfunction, and that the device did not contribute to the event. No further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of an incident where the hcp inadvertently soaked in chlorhexidine solution for approximately five minutes instead of sodium chloride saline prior to implantation. The incident did not result in any adverse event or patient harm.